Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, while attempting to run calibration verification tests with the imaging system, error message "3d mode disabled navigation not ready" was displayed. This error occurred when attempting to take any 3d spin. There were no issues taking 2d fluoro images with the system. Rebooting the image acquisition system (ias) and mobile view station (mvs) along with the navigation system did not resolve the issue. There was no patient present when this issue was observed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that exams could be transferred between the imaging system and a separate navigation system than used in the procedure.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. Testing found that the navigation system in the operating room (or) was running a calibration software incompatible with the imaging system. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.